Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. The xact instructions for use (IFU) notes on techniques to ensure intended placement. It is also a potential adverse event associated with the use of carotid stents listed in the device IFU. This type of event would be possible if mispositiion on the stented area occurred prior to deployment or when the stent does not appose the vessel wall when the stent is fully deployed. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.

Event description:
Device malfunction: stent misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of a tortuous right internal carotid artery, the xact stent jumped causing misplacement of the stent. A second xact stent was deployed for full coverage of the lesion. There were no adverse pt effects, and the pt was discharged to home the following day. No add'l info was provided.